Event description:
It was reported that the device was in for repair. There was unknown patient involvement. Analysis found slight glue overflow in the uso sensor area and a faulty dso sensor.

Manufacturer narrative:
One device was returned for repair from the customer with no problem stated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found slight glue overflow in the uso sensor area. Ehl found high numbers of "high alarm displayed: downstream occlusion", which points to a faulty dso sensor. Pump was tested for flow accuracy and passed. Could not replicate customer's reported issue as no issue was reported. The uso seal and the dso sensor were replaced.